Event description:
On 3/jan/2024, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis and was treated with antibiotics. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. The patient¿s pd catheter (not a fresenius product) was examined and functioned appropriately. A peritoneal effluent fluid culture and cell count (wbc = elevated, results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every 3 days, and ip ceftazidime 2000 mg daily. However, on b)(6) 2024 the patient contacted his nephrologist and requested to transition to incenter hemodialysis (hd), as he felt pd was not a good fit for him. The nephrologist ordered the removal of the patient¿s pd catheter, while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product) on (B)(6) 2024. The patient¿s peritoneal effluent culture result returned positive for enterococcus faecalis on (B)(6) 2024, and the patient¿s ceftazidime was discontinued (vancomycin now being given intravenously with hd). The patient is recovering from the events and transitioned to hd without issue. The pdrn attributed causality to a touch contamination event, as the patient admitted he did not perform hand hygiene prior to initiating and/or termination of treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal fluid, which required antibiotic therapy. The pdrn attributed causality to a touch contamination event involving poor hand hygiene. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). Per the pdrn, the patient¿s transition to hd was based on personal preference. Enterococcus faecalis is part of normal human intestinal flora and is most commonly associated with touch contamination events. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
On 3/jan/2024, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis and was treated with antibiotics. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. The patient¿s pd catheter (not a fresenius product) was examined and functioned appropriately. A peritoneal effluent fluid culture and cell count (wbc = elevated, results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every 3 days, and ip ceftazidime 2000 mg daily. However, on (B)(6)2024 the patient contacted his nephrologist and requested to transition to incenter hemodialysis (hd), as he felt pd was not a good fit for him. The nephrologist ordered the removal of the patient¿s pd catheter, while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product) on (B)(6) 2024. The patient¿s peritoneal effluent culture result returned positive for enterococcus faecalis on (B)(6)2024, and the patient¿s ceftazidime was discontinued (vancomycin now being given intravenously with hd). The patient is recovering from the events and transitioned to hd without issue. The pdrn attributed causality to a touch contamination event, as the patient admitted he did not perform hand hygiene prior to initiating and/or termination of treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.